Event description:
It was reported that the patient developed complete heart block within an hour after implant of the implantable cardiac monitor. It was also reported that the patient had an asystolic episode requiring cardio-pulmonary resuscitation (CPR). It was further reported that the implantable cardiac monitor did not sense any asystolic episodes. The implantable cardiac monitor was explanted and an implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.